Event description:
During follow-up, sensing noise and far p wave oversensing were observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The patient was stable and will continue to be monitored. There were no adverse consequences.